Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H6: health effect clinical code 4581: over/umder correction h6: investigation type 4110: a lens work order search was performed. No additional similar complaint type events within associated lots were found. Claim: (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an over/under correction. An unplanned post-op treatment was performed. The lens was exchanged, and the problem was resolved. Cause of this event is reported as other. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.